Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the displacement test. Active current measurement within specifications. Pump error 25 noted on formatted history file, failed battery alarm and power loss alarm due to corroded battery tube. No unexpected pump error's 37 and 41 noted during testing. Device received with cracked retainer, cracked battery tube threads, missing serial number label and cracked case at battery tube side.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error alarms. The customer's blood glucose value was 249 mg/dl. Customer reported has changed the battery 3 times but the insulin pump seems to be okay now. Customer stated insulin pump was not exposed to a high magnetic field. Customer was able to successfully clear the alarm. Customer stated that she continued to get alerts like insert battery and failed battery in between the 3 pump error alarms. Customer stated they were able to rewind the insulin pump. Customer reported displacement test was not passed. Customer stated while trying to run displacement test pump error recurred. The device will be returned for analysis.